Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she was hospitalized two years ago due to a diabetic ketoacidosis and gastroparesis. The customer did not remember much of her hospitalization. Since then, she has been in the hospital for other issues. The customer had a high blood glucose level. Customer's actual blood glucose level was not reported. She was administered insulin drip while in the hospital. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.